Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Concomitant products: product ID (B)(4) implantable cardioverter defibrillator (ICD)  implanted: 2011 (B)(6); product ID 693565 implantable tachy lead implanted: 2011 (B)(6). (B)(4).

Event description:
It was reported that the device and lead were explanted due to bacteremia. No further patient complications have been reported as a result of this event.